Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain / abdominal pain"), abdominal pain lower ("cramping"), menstrual disorder ("unusual period / irregular period"), menorrhagia ("prolonged period"), dysmenorrhoea ("severe menstrual pain"), ovarian cyst ("ovarian cysts"), dyspareunia ("painful intercourse"), asthenia ("no energy") and depressed mood ("no happy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, menstrual disorder, menorrhagia, dysmenorrhoea, ovarian cyst, dyspareunia, asthenia and depressed mood outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed and tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 630427-inv, b30427) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight and bloating. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced back pain ("lower back pain/lower back pain"). In 2016, the patient experienced abdominal pain ("pain / abdominal pain"). In (B)(6) 2017, the patient experienced arthralgia ("hip pain/hip pain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping/cramping"), menstruation irregular ("unusual period / irregular period/unusual periods") and dyspareunia ("painful intercourse/painful intercourse"). On an unknown date, the patient experienced menorrhagia ("prolonged period"), dysmenorrhoea ("severe menstrual pain"), ovarian cyst ("ovarian cysts"), asthenia ("no energy") and depressed mood ("no happy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst and back pain had not resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, asthenia and depressed mood outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes nature of claimed injury/disability: mental disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2014: results: coils were properly placed and tubes were occluded. Lot number: b30427 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information, lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 630427-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight and bloating. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced back pain ("lower back pain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain / abdominal pain"). In 2017, the patient experienced arthralgia ("hip pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual period / irregular period"), menorrhagia ("prolonged period"), dysmenorrhoea ("severe menstrual pain"), ovarian cyst ("ovarian cysts"), dyspareunia ("painful intercourse"), asthenia ("no energy") and depressed mood ("no happy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst and back pain had not resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, asthenia and depressed mood outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Nature of claimed injury/disability: mental disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: coils were properly placed and tubes were occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 630427-not valid, b30427) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight and bloating. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced back pain ("lower back pain/lower back pain"). In 2016, the patient experienced abdominal pain ("pain / abdominal pain"). In (B)(6) 2017, the patient experienced arthralgia ("hip pain/hip pain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping/cramping"), menstruation irregular ("unusual period / irregular period/unusual periods") and dyspareunia ("painful intercourse/painful intercourse"). On an unknown date, the patient experienced menorrhagia ("prolonged period"), dysmenorrhoea ("severe menstrual pain"), ovarian cyst ("ovarian cysts"), asthenia ("no energy") and depressed mood ("no happy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst and back pain had not resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, asthenia and depressed mood outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Nature of claimed injury/disability: mental disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: coils were properly placed and tubes were occluded. Lot number: b30427. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 630427-not valid, b30427) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight and bloating. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced back pain ("lower back pain/lower back pain"). In 2016, the patient experienced abdominal pain ("pain / abdominal pain"). In (B)(6) 2017, the patient experienced arthralgia ("hip pain/hip pain"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping/cramping"), menstruation irregular ("unusual period / irregular period/unusual periods") and dyspareunia ("painful intercourse/painful intercourse"). On an unknown date, the patient experienced menorrhagia ("prolonged period"), dysmenorrhoea ("severe menstrual pain"), ovarian cyst ("ovarian cysts"), asthenia ("no energy") and depressed mood ("no happy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst and back pain had not resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, asthenia and depressed mood outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Nature of claimed injury/disability: mental disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: results: coils were properly placed and tubes were occluded. Lot number: b30427. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 630427) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight and bloating. Concomitant products included ibuprofen (motrin). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced back pain ("lower back pain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain / abdominal pain"). In 2017, the patient experienced arthralgia ("hip pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menstruation irregular ("unusual period / irregular period"), menorrhagia ("prolonged period"), dysmenorrhoea ("severe menstrual pain"), ovarian cyst ("ovarian cysts"), dyspareunia ("painful intercourse"), asthenia ("no energy") and depressed mood ("no happy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, ovarian cyst and back pain had not resolved and the genital haemorrhage, abdominal pain lower, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, asthenia and depressed mood outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, asthenia, back pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. The reporter commented: have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Nature of claimed injury/disability: mental disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: coils were properly placed and tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Event onset dates and event outcomes added. Events hip pain and lower back pain added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.